Event description:
It was reported that when using the bd pyxis¿ medflex 2000 drawer was failed to open. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer had experienced a drawer 3 failure, which was showing in yellow. A field service engineer turned off the machine and, upon inspecting the back panel, found that a cable connection was not properly seated in the module board. The engineer reseated the cable connection and turned the machine back on, with all lights functioning normally. The customer was then able to access medications in drawer 3. The system functioned as intended after the field service engineer repaired the device.